Manufacturer narrative:
(B)(4) 2017: review of lot retain samples indicated no significant malodor. A review of the batch history record indicates no deviation or out of specification for in process or final release testing. Microbiology testing and protein residue testing of retain samples indicated product was within specification. No corrective action can be taken at this time.

Event description:
(B)(4) 2017 - customer contact indicating that the product had an odor and she developed a bacterial infection after use of the device.

Event description:
(B)(6) 2017 - customer contact indicating that the product had an odor and she developed a bacterial infection after use of the device.